Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator. The reason for call was caller reported patient is not able to increase the intensity on her stimulation. Caller stated they did a reprogramming session on (B)(6) and within the last 2-3 days, patient is getting a message on the controller: setting not available. Cannot provide your desired intensity setting caller mentioned they were only able to achieve the coverage that patient was looking for by doing a single bipolar pair with no space in between it with 1000pw/20hz. Ins is 75% charged reviewed error message. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the manufacturer representative (rep). It was reported that there were high impedances, 13- 40000 and 14- 40000. Connectivity test and impedance test. There was stimulation in the incorrect location. Patient reports not feeling much stimulation on right side since implant was put in. Reprogrammed and avoided use of affected electrodes. After initial interrogation, connectivity test showed electrode 14 was not connected. Impedancecheck showed electrodes 13 and 14 had high impedances. Patient not getting much relief on right side, lower back and legs. Patient reports that she has not had relief on right side since initial implant. Patient reports having no falls or other trauma that could cause the issue. Programmed patient and avoided use of impeded electrodes. Patient feels current stim settings only slightly on right side. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.